Manufacturer narrative:
This report is submitted on august 28, 2023.

Event description:
Per the surgeon, the patient experienced a fall resulting in a loss of osseointegration resulting in fixture loss. An abutment was attached to the sleeper implant.